Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: cib kesha, biomed, when tying to use the caurtery function there is a burning smell and no rf out put, sjc0014675 the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. Ncr171504 was created for the rf board and will be sent back for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.